Event description:
During preparation for use of the device for cardiopulmonary bypass, the user observed that, the disposable centrifugal impeller did not remain attached to the pump motor as expected. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.